Event description:
The hospital reported that during a coronary artery bypass procedure, the ultima driver was too stiff and did not work. The hospital did not report any pt effects. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).